Manufacturer narrative:
Additional information was received on (B)(6)2020, the mentor failure analysis lab has received the device for evaluation. Patient was replaced with an unspecified mentor saline breast implant. The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: according to the information provided, the patient experienced a deflation on the right breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear located at a junction of the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 300cc mentor siltex round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.